Event description:
It was reported that during an unk procedure, he first clip was formed with the legs crossed, with a risk of choledochus shearing. This clip has been removed and the following ones have not malfunctioned. No consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch# unknown. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.